Event description:
It was reported that the patient experienced a shock which caused her to fall on her right shoulder. The pulse generator exhibited intermittent atrial capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.